Manufacturer narrative:
Correction: amended to include patient condition/consequences.

Event description:
It was reported the patient presented remotely via (b)((4).net transmission from the pacemaker with automatic lead impedance measurements showing high impedance on the right atrial and right ventricular leads. When the patient was brought in for a manual impedance measurement, the impedance was within the normal range. An error in programming caused the impedance measurement to be taken before the leads were implanted. There were no patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission from the pacemaker with automatic lead impedance measurements showing high impedance on the right atrial and right ventricular leads. When the patient was brought in for a manual impedance measurement, the impedance was within the normal range. An error in programming the device caused the impedance measurement to be taken before the leads were implanted.